Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an armada dilatation catheter advanced to the mildly tortuous superficial femoral artery, heavily calcified lesion without issue. The balloon was inflated to nominal pressure at 6 atmospheres (atms) and burst. The device was removed without issue and a non-abbott device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling.